Event description:
The following report was received from the affiliate: during a coronary intervention while trying to deliver a 2.5x23mm cypher des to the target lesion, the device became stuck at the tip of guiding catheter. The cypher would not come out of the gc to the coronary artery and physician could not advance it. Therefore, a different cypher was used instead and implanted at the target lesion. The procedure was finished successfully. There was no reported patient injury. The product will not be returned for analysis due to the patient's infection disease. Additional information was received indicating that when the physician opened the package of the 2.5x23mm cypher des, he confirmed the stent strut to be a little flared and tried to fix the flared stent with his fingers. However, the flared stent could not be fixed and the physician considered that using the damaged cypher des was not risky and continued the procedure. It is unknown which end of the stent was damaged.

Manufacturer narrative:
Please note: device is distributed outside the united states. However, it is similar to the united states product. The female pt was undergoing a percutaneous coronary interventional procedure to treat a lesion in the distal right coronary artery (rca). When the package of the 2.5x23mm cypher was opened, the physician noted the struts were flared and tried to "fix the flared stent with his fingers". Although this was unsuccessful, the physician opted to still use the device. The sds became stuck within the guide catheter and did not advance into the patient vasculature. Accordingly, the device was removed. There was no injury to the patient. The account was unable to confirm which end of the stent struts were flared and the device is not being returned due to infectious disease. Per the instructions for use, one should not attempt to re-adjust the stent or "roll the mounted stent" with their fingers as this can potentially damage the coating of the stent, or lead to a dislodgment or embolization. A device history record review was conducted and the product met quality requirements for product acceptance. Conclusion: based on the available information, it is not possible to determine what factors may have contributed to the stent strut uplift noted upon opening of the package. This finding, in addition to potential user handling issues, may have contributed to the inability of the sds to advance through the guide catheter. Any additional information will be submitted within 30 days of receipt.